Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a patient was admitted to the hospital on (B)(6) 2023 for a gastrointestinal bleed with a drop in hemoglobin. The patient's complete blood count was trended, and the patient had an endoscopy. Bleeding was confirmed and the patient was put on octreotide as an outpatient. The patient's complete blood count was to be monitored.

Event description:
It was reported that power spikes and flow increases were noted on (B)(6) 2023. On (B)(6) 2023, power spikes and flow increases were seen again while the patient was asymptomatic. The patient's lactate dehydrogenase (ldh) was noted to be in the 250's. The cause of the elevated pump power and flows was not identified but the elevated pump power and flows resolved.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the reported gastrointestinal bleeding (gib) could not be conclusively established through this evaluation. Additionally, review of the submitted log file confirmed elevated power and flow values; however, a specific cause for the elevations could not be conclusively determined through this evaluation. The submitted log file captured elevations in pump power and estimated flow on (B)(6) 2023 and (B)(6) 2023 that appeared to have ultimately returned to baseline. Of note, the elevations were captured during pulsatility index (pi) events. There were no notable alarms active, and the pump appeared to have operated as intended at the set speed throughout the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), (B)(6). No further events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU is currently available. Section 1, ¿introduction¿, lists bleeding as an adverse event which may be associated with the use of heartmate ii lvas. This section also addresses all pump parameters including pump speed, power, flow, and pi. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4, "system monitor," explains that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Under "anticoagulation,¿ this section provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.